Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The insulin pump has alarmed no delivery. The customer's blood glucose reading is 600 mg/dl. Customer has treated with insulin pump and manual injection. Caller stated that the hospitalization due to high blood glucose happened in (B)(6) 2012. The blood glucose reading at the time of the event was over 600 mg/dl. During troubleshooting, time and date are correct. Programming is correct. The insulin pump will be replaced due to physical damage. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.